Event description:
Multiple pajunk sonoplex stims have been found to have leaks in the tubing connected to the IV during attempted nerve block prior to surgical procedures. No pt harm, however, multiple pts have had to be stuck a second time due to the leaking.